Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was likely stress led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchofiberscope, which is an olympus asset with no reported complaint. During the evaluation of the device, a chip on the c-cover was observed. There was no patient involvement